Event description:
It was reported the unit will not turn on properly. The screen flashes, then there is no response to the controls or buttons. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The upper case was broken and the lower case was contaminated. Main printed circuit board, heart lead flex, lead flex cover, battery release, and four control knobs contaminated. The ring cover and ring are missing. The battery contacts are compressed and the battery drawer is broken. The keyboard pad is scratched and pitted.